Event description:
Caller reports pt tested 5.3 inr on the coaguchek s system and 3.25 inr on a comparison lab. Reporter was unsure of any treatment received. No adverse event reported. Requested return of suspect system and replacement sent.